Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 496mg/dl. The customer states they would be disconnecting and treating with manual injection. The customer declined to troubleshoot at the time of call, and states they would call back at a later time to continue.